Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) bands failed to deploy. A visual and functional examination of the complaint device could not be performed since the device is not available for analysis. Given the event description, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician could not deploy the first band. While he was rotating the handle, he noticed that the bands were stuck and none of the bands were released. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.